Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The rotawire used in the procedure was returned with rotapro device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the rotawire was able to be fully inserted and removed with no resistance or issues. Product analysis could not confirm the reported events, as the rotawire was able to be fully inserted and removed with no resistance or issues, and there were no damages identified to the returned device that would be evident of a stuck rotawire. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that device entrapment occurred. The patient underwent a percutaneous coronary intervention. A 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotapro and rotawire drive were selected for use. The rotapro was prepared outside the body and platformed at 180,000rpm. The dynaglide mode was used when the burr was advanced into the lesion. During the procedure, the rotation speed was 180,000rpm and it was noted that the burr was stuck in the rotawire upon insertion. The rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another rotapro and rotawire device. There were no patient complications reported.